Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 04/19/2010 and 04/26/2010); however, no additional information was provided. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.